Event description:
It was reported that a replacement/revision was performed. The event being reported was an impedance issue which was unknown. The re presentative indicated the hcp(healthcare provider) was unable to remove lead from header block. There was an unknown impedance issue and 4 combinations were out of range and prompted the physician to do a revision on reported event date. The patient was not getting symptom relief. Connection issue reported in-vivo. Caller stated the hcp was unable to disconnect the lead from ins (stimulator) and multiple attempts were made to loosen setscrew for lead removal. Decision was made to explant both ins and lead. The impedance issue prompting a lead revision. It was unknown if the patient recover completely. The patient had a loss of therapy. Impedance measurements were taken and the values were unknown. It was noted that troubleshooting could not be done due to lack of access to product. Additional information received from representative reports the patient was scheduled for lead replacement. The doctor unscrewed the battery and may had not unscrewed all the way. Therefore could not pull the lead out. Doctor then decided to replace the battery also. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Product analysis #(B)(4): as received, the lead was partially pulled out and stuck in the connector port. The ins and lead were soaked in di water for several hours in order to remove lead. Concomitant product: product ID 3093-28, lot # v014332, implanted: (B)(6) 200, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of stimulator serial number (B)(4) reveals insignificant anomalies and the stimulator connector port had lead/lead parts stuck inside of port. It was noted that the setscrew was backed out too far. Analysis of lead serial/lot number (B)(4) reveals distal and proximal segment functional test with no shorts (dry). It was noted that the lead was received partially pulled out and stuck in the stimulator. Conductor number 3 at distal end was broken at electrode number 3 weld site.